Manufacturer narrative:
H10 h3, h6: the reported device, used in treatment, was not returned to the designated complaint facility for independent evaluation, thus visual inspection and functional testing could not be performed. A relationship, if any, between the subject device and the reported event could not be determined. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. Internal complaint reference: (B)(4).

Manufacturer narrative:
Internal complaint reference case-2020-00028826-2.

Event description:
It was reported that during a btb acl procedure, while repairing the meniscus, the ultra-fast fix device was pulling out of the tissue once deployed and was visible underneath the meniscus inside the joint. The implant was removed. The procedure was successfully completed without significant delay using a back-up device of a different part number. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly..